Manufacturer narrative:
Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. As soon as the investigation result is available, a f/u report will be submitted. (B)(4).

Event description:
It is reported that pt was revised due to alval (aseptic lymphocyte dominated vasculitis associated lesion).